Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damaged appeared to have occurred during the mfg process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer report her blood glucose reached 490 mg/dl less than 24 hrs after the pod was activated.